Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. Follow-up (B)(6) 2010: customer reported changing supplies and that bg levels were slowly decreasing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 251 (mg/dl). Correction boluses were delivered and site was changed; however, customer reported not seeing an effect on bg levels. Reportedly, cartridge uses humalog and has been in use for 4 days. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change cartridge, as humalog is indicated for use up to 48 hours. Customer acknowledged.